Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation or failure to advance reported from this lot. It should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 12 mm nc trek was intended to be used in the heavily calcified, narrow lesion in the mid right coronary artery (mrca). During advancement of the nc trek resistance was met trying to cross the lesion and using excessive force, the proximal shaft separated. The procedure finally finished completing the intervention without any other balloon or stent. There was no clinically significant delay in the procedure and no adverse patient effects. The patient's final outcome is satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.